Event description:
It was reported the atrial lead demonstrated oversensing, noise, low pacing impedance, high impedance, insulation damage, and a confirmed fracture. The lead was replaced and later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal and proximal conductors of the lead developed fractures due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 5076 implantable pacing lead 2005-(B)(6). (B)(4).